Event description:
A consumer reported experiencing blurry intermediate vision following bilateral intraocular lens (iol) implant surgery. The consumer reported her near and distance vision is clear. In a follow up call, the surgeon stated the consumer has unrealistic expectations and will not use glasses for computer work. The surgeon reported, he does not feel the iol caused or contributed to the event. The surgeon was unwilling to complete the questionnaire. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 10/05/2010, 10/07/2010, 10/12/2010, and 10/19/2010 by phone, fax, and mail. The surgeon was unwilling to complete the questionnaire. (B)(4).